Event description:
A falseley elevated ctni result of 3.6 ng/ml was obtained on the dimension rxl. The sample was repeated on an alternate dimension rxl and a result of 0.0 ng/ml was obtained. The same speciment was repeated on the original rxl and a ctni result of 0.0 ng/ml result. The erroneous result was not reported to the physician. Pt treatment was not prescribed or altered as a result of the erroneous result. The customer described the sample was a short draw and the possibility of fibrin in the sample could have contributed to the erroneous result.